Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the axiem connector cable was replaced. The axiem cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable jacket was damaged near the lemo connector exposing the shield wire but no bare conductors have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem cable connecting to the system was damaged and shocked a member of the staff when they were plugging it in. The manufacturer representative stated that the site spoke to the person who was involved in the incident and they said that it wasn't really a shock but more a feeling of the small exposed wires poking their hand as they plugged it into the axiem box. They stated there was no impact to their health and no injury to their hand, just surprised them more than anything. No patient was present at the time of the event.